Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim: nurses have started to notice that the IV tubing (of the type I gave you a package from) at least some of the time is not clearing of air when we prime the tubing. The nurses are priming as usual, but they¿re seeing a length of tubing that doesn¿t have fluid in it. This is concerning, because we could miss this if we don¿t specifically look for it. They describe a length of tubing a foot or more that doesn¿t prime with fluid. Response: attached are three separate incidences regarding this tubing issue. I will check on the status of any samples and any adverse effects. My apologies for the delay in responding. I was out of the office and I logged this issue with the bd rep on 3-14-24 and I had not heard back about follow steps so I was unprepared to offer coverage while I was out of the office. No actual patient harm occurred, however medication administration was slowed down somewhat by checking the tubing for air and completing further priming prior to being able to hook up the tubing to the pump.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported that there was air in line. Two samples model 2420-0500, lot 24015077 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water. No air was left in the tubing. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2420-0500 lot number 24015077 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.